Event description:
Event description boston scientific received information that during a follow-up of this device, it was suspected that the atrial lead had fractured and loss of capture was observed at maximum output. A chest x-ray confirmed a fracture at the subclavian site. The lead was explanted and replaced.